Manufacturer narrative:
Suspect medical device: unknown, as rpn and lot information is not available. Occupation: clinical resource manager. PMA/510(k) #: unknown. Investigation - evaluation: a review of the device history record, documentation, instructions for use, manufacturing instructions and quality control, as well as a visual inspection of the returned device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, he customer did provide an image of the wire guide with the reported failure mode. The image shows the wire guide to be separated into two pieces. The exact measurement of where the failure occurred cannot be obtained from the provided image, however, the separation was noted to be towards the middle of the device. A thinner wire appears to be protruding from the portion that separated, which could be the mandril of the wire guide. A bend was also noted in the wire guide between the j-tip of the wire and where it had separated. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in pace to identify this failure mode prior to distribution. A review of the device history record could not be completed, as the lot information was not provided. Because no other complaints or related nonconformances have been recorded on lots ordered by this customer, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: device description: the modified wayne pneumothorax set, for seldinger placement, consists of access needle(s), stainless steel wire guide, appropriately sized dilator, radiopaque polyurethane catheter, polyvinylchloride connecting tube, plastic three-way stopcock, and latex-free. Cook chest drain valve to be used for evacuation of air or fluid. Instructions for use: when the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15cm. Remove the needle, leaving the wire guide in place. Advance the dilator over the wire guide to achieve desired dilation. Remove dilator, being careful to maintain wire guide position. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth maybe be guided by the 2.5cm markings on the catheter. The first mark begins 5cm from the last side hole. Remove the wire guide and catheter obturator. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product is there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no returned product and the results of our investigation, it was concluded that a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and we will continue to monitor for similar complaints.

Event description:
It was reported that the wayne catheter wire guide "peeled-off into two" during insertion. No resistance or difficulty was experienced when advancing the wire guide. The wire guide was said to have separated after removal from the needle. The location of the break on the wire guide, when during the procedure the failure occurred, and whether or not the device broke inside or outside the patient are unknown. It is not known if the procedure was completed successfully. As reported, the patient did not experience any adverse effects due to this occurrence. No part of the wire guide remained in the patient and no additional procedures were required. Information regarding patient demographics and pre-existing conditions is not available. The lot and rpn of the device cannot be confirmed. The device will not be returned for evaluation. No additional information will be provided.